Event description:
Corrected customer reported positive culture results: it was reported that the gastrointestinal videoscope was sampled on (B)(6) 2024 and tested positive for 18 cfu/100ml aerobic micro-organisms at 30. All channels were sampled with dnp solution.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 21, 2024, sampling from: all channels, cfu: <1cfu, bacterial identification: no microorganisms detected. Upon review of the customer provided cleaning disinfection and sanitization (cds) practices, there were no obvious deviations from the IFU. The device was evaluated and no abnormalities were found that might have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported that, the gastrointestinal videoscope tested positive for an unknown contamination of less than one cfu. All channels were sampled with dnp solution. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.